Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a 2 diopter myopic surprise. After repeating the biometry testing, the surgeon got a post-operative axial length (al) by iol-master as 27.48 (and similar by post-op a-scan), whereas a pre-op al by amplitude scan (a-scan) was 26.39. The patient is a symmetric either way with the al of the contralateral eye being 25.53. Posterior staphyloma at the nerve may have added to the issue with a-scan accuracy. The difference in predicted refractive outcome is about 2 diopters and is what they tested in the phoropter (pushing plus). Through follow-up, it was learned that there was no vitrectomy or sutures required. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. The patient is stable and unaided visual acuity (va) has markedly improved. No additional information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 8/10/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in an unknown solution inside a specimen cup. Visual inspection under magnification revealed that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.